Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting high out of range pacing impedance measurements, measuring greater than 2000 ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).